Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve (ID 828806) was implanted via lumbar peritoneal shunt on (B)(6) 2023 with setting 4. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). After the valve was implanted, swelling was observed and a CT examination was performed. The subcutaneous emphysema was observed from the back where the valve was inserted to the abdomen. On an unknown date a re-operation was performed on the abdomen. It is unknown the cause of the swelling and is also unknown if the subcutaneous emphysema is due to the valve. The patient recovered.

Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation as the product was implanted and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to an issue with the surgical site for position/alignment, placement of the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.